Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available. Evaluation of explanted components found a portion of the retaining groove of the tibial component fractured. This may have allowed the clip to disassemble and then the yoke to dislocate. Evidence suggest patient experienced significant hyperextension which would have placed large loads on the tibial tray locking mechanism.

Event description:
It was reported that pt underwent total knee reconstruction in 2007. Subsequently, pt presented with a dislocated yoke with loose clip component. Revision surgery to replace components was performed six months later.